Event description:
I have addressed this problem multiple times and seems like no one is listening, in1994, I had a chirstensen tmj implant put in due to a right mandible fracture, I had no choice even though all the pain and depression and my life change due to this horrible implant. It has been a living hell, "parter may say," but my life has changed 360 degrees turn from the worse to horrible. My days I live on pain medication and nerve blocks to my face, I am trying to get through my last year of college, but was told I couldn't get the job I wanted due to the medication I am on for my jaw, which the pain affects the shoulders, back and a lot of head pain. I have been told there are lawsuits against mr christensen, but I haven't been informed and I do believe I am entitled to any settlement of money due to his defective tmj implant and the screws were loose and one was missing when I had to have it taken out in 1997, now I am suffering from bone/joint disease and multiple infections. No lawyer will take my case. I have talked to plenty, and it seems no one wants to help me in anyway. I don't think people should put products on the market and they injure people and that person does not have to pay for any damages.